Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed skin overgrowth at the abutment site. Subsequently, a procedure was performed to- excise the excess skin (date not reported).